Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a period of prolonged hypotension due to the inability to access a port on an interlink extension set. It was reported that the set had a gland that could not be accessed with a blunt tip cannula (unspecified brand) and after repeated attempts with the blunt tip cannula (exact number unspecified), the septum collapsed into the tubing. The inability to access the port with medications (unspecified) resulted in a period of prolonged hypotension. No further information was provided regarding the patient&#38112;outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The sample analysis confirmed the connection - collapsed septum. The swage height was measured and found to be within the specification range. Visual inspection determined the septum was inverted at the bottom y site due to an automatic assembly issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter sent the report to the FDA and the med watch reference number is 2300460000-2016-8036. Should additional relevant information become available, a supplemental report will be submitted.